Event description:
The consumer was using the walker when the wheeled front leg allegedly bent under, causing him to fall and break a rib.

Manufacturer narrative:
Consumer's daughter contacted manufacturer stating while using device, user fell and broke a rib. Past history with similar products indicates that user instability and sudden / improper device loading is the most likely cause of this incident. Product has not been returned for evaluation at this time, so it is unknown, if a malfunction occurred, or if other factors such as misuse, abuse, or user error contributed to this incident. MDR filed as a conservative measure based on alleged unconfirmed serious injury.